Manufacturer narrative:
(B)(4): manufacture date: 01/20/2016. The analysis found that one long60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/11/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was any portion of the target tissue cut when the clamp stapled only 1cm and got locked? Yes. If yes, were the staple line and cut line approximately equal in length? Staple line was made only on few cm, staples were malformed. Surgeon needed to start again this staple line by tightening the sleeve. When the device got locked, was there any difficulty opening the device? It was difficult to open it, they tried about 10 times before it opened. If yes, how was the device removed from the patient? See above. If yes, did the jaws eventually open? See above. It was reported via follow-up that the staple line was made only on few cm, staples were malformed. Surgeon needed to start again this staple line by tightening the sleeve. When the staple line was made only on few cm, did the cut line stop approximately where the staples stopped? Or, did it fully cut and partially staple? The cut line stopped approximately where the staples stopped. Was there any patient consequence or change in the post-operative care of the patient as a result of tightening the sleeve? No.

Event description:
It was reported that during a gastrectomy procedure, the clamp stapled only 1cm and got locked. Another like device was used to complete the procedure. There were no adverse consequences for the patient.